Event description:
It was reported that prior to an unk procedure, the tip of the device was bent when the package was opened. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.